Manufacturer narrative:
The technician found the hi/low drive brake spring was dirty. The technician cleaned and degreased the hi/low drive brake spring to repair the bed.

Event description:
Information received indicates, the bed will not stay in the high position drift.